Manufacturer narrative:
Reporting address line 1: (B)(6). Awaiting acceptance of quote. A final report will be submitted once the investigation is complete.

Event description:
The equipment suffered a fall and damaged the frame. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient ham reported. The failure was checked by photos sent by the customer to a philip remote service engineer (rse); the rse indicated the monitor handle was faulty, and would need to be replaced. A philips field service engineer (fse) will visit the site to replace the handle, pending a quote to the customer. No further investigation or action is warranted at this time.

Event description:
The equipment suffered a fall and damaged the frame. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient ham reported. The failure was checked by photos sent by the customer to a philip remote service engineer (rse); the rse indicated the monitor handle was faulty, and would need to be replaced. A philips field service engineer (fse) will visit the site to replace the handle, pending a quote to the customer. Follow-up with the rse provided information that the fall was accidental, and there was no indication that a philips mounting solution had failed. No further investigation or action is warranted at this time.